Manufacturer narrative:
(B)(4). Date of event: unknown. Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the stapler kept dropping load cartridges. Case completed with another device of the same product code. There were no patient consequences reported.